Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2017 by dr. (B)(6). Device explant due to the ongoing gerd occurred without issue on 04/09/2018 by dr. (B)(6) at (B)(6) hospital - (B)(6). A fundoplication was performed at the time of removal. Device was found in the correct position/geometry.

Manufacturer narrative:
Updated to include patient weight, race, and ethnicity. Updated to include testing prior to device removal and device analysis. Updated to include pre-existing hiatal hernia. (B)(4). The webtrader account used to submit our emdrs was disabled on wednesday (B)(6) 2018) after some issues getting our updated certificate to connect. The process of opening a new esg account began on thursday (B)(6) 2018). The account got migrated to production on (B)(6) 2018 after approval of the guidance compliant test.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2017 by dr. (B)(6) at (B)(6). Device explant due to the ongoing gerd occurred without issue on (B)(6) 2018 by dr. (B)(6) at (B)(6) - (B)(6). A fundoplication was performed at the time of removal. Device was found in the correct position/geometry.